Manufacturer narrative:
Product evaluation: additional information regarding product evaluation is pending. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. Actions taken: no additional action is planned at this time. (B)(4).

Event description:
The customer reported that even with high potency selected, the laser shot with low potency and didn't mark the retina. The case was cancelled. There were no injuries to the patient reported. Add'l info was requested.